Event description:
Resident's bed alarm was noted to be attached to the bed, but not sounding when the resident was found on the floor. Resident sustained a facial fx and a left hip fx. This was a brand new alarm purchased in (B)(6) 2008, that was just put in to service (B)(6) weeks prior to this event. The batteries were brand new at the time.